Event description:
It was reported that t1 and t2 deploy together. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint report is: "it was reported that t1 and t2 deployed together. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries." The device has no obvious damage. T1 was previously cycled, actuated and deployed from the delivery needle. T2 and balance of suture were still within the needle track. This conflicts with report of simultaneous deployment. The depth limiter is attached and has been retracted. This exposed t2 a bit more than usual. There is no apparent twisting or bending of the delivery needle. Functional test reveals that the device cycled and advanced successfully. No mechanical problem was found. Condition of this device does not lend to the complaint allegation. Root cause for this complaint symptom is not evident.